Event description:
It was reported that during testing at the MFR, a hole in the pneumatic hose was observed. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
A cut in the pneumatic hose of the maestro drill was observed during testing at the MFR.